Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was probably due to the tethered leaflets. The reported recurrent mr was a cascading effect of the reported slda. The reported dyspnea and fatigue were likely cascading effects of the reported recurrent mr. Additionally, the reported patient effects of mitral regurgitation, dyspnea, and fatigue are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 62025, mitraclip procedure was performed to treat functional mitral regurgitation (mr) with the grade 4+, tethered leaflet and an enlarged atrium. Two clips were implanted, reducing mr to a grade of 1.on an unknown date, the patient presented with shortness of breath and fatigue. An echocardiogram was performed and revealed that one of the clips (the lateral one) had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to grade of 4. On the (B)(6) 2025, a second mitraclip procedure was performed, and one clip was implanted laterally to the slda clip reducing mr to a grade of 2. The procedure was successfully completed.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, mitraclip procedure was performed to treat functional mitral regurgitation (mr) with the grade 4+, tethered leaflet and an enlarged atrium. Two clips were implanted, reducing mr to a grade of 1. On an unknown date, the patient presented with shortness of breath and fatigue. An echocardiogram was performed and revealed that one of the clips (the lateral one) had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to grade of 4. On the (B)(6) 2025, a second mitraclip procedure was performed, and one clip was implanted laterally to the slda clip reducing mr to a grade of 2. The procedure was successfully completed.